Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that it was confirmed the patient had a defective pump for a year. The patient moved from (B)(6) in (B)(6) 2015 and since then, she had 4 episodes of withdrawal which lasted 5 days. The patient felt like she was going to die and was on the way to the emergency room (ER) for withdrawal at the time of the report. The caller wanted to find a doctor to turn the pump off on the day of the report or take the pump out. It was noted that the patient didn't have money and the doctors she had seen would not help and wouldn't touch the pump. It was noted that this was the patient¿s 5th withdrawal since november. The withdrawal was described as a sudden change. The pump was infusing morphine (unknown). Additional information received reported that the patient was given a low dose of percocet in the ER. The patient started feeling better about 40 minutes afterwards and the kicking stopped, but it was not enough. It was also stated that the patient was still kicking, shaking, sweating, and had chills. The withdrawals were still going on and the patient felt ¿like her body was caving in on itself¿. The patient couldn¿t find a health care provider (hcp) where she was living. The patient¿s primary care physician didn¿t want anything to do with the pump. It was also reported that the pump would flip where it was sitting in her stomach because the patient had lost 118 lbs. The patient was diagnosed with diabetes in 2013 and didn¿t want food to kill her so she started losing the weight. The pump needed to be moved/reinstalled in the patient¿s back so it couldn¿t move. The pump started flipping in 2014. The pump was put in on (B)(6) 2014 and worked okay for the first 3 months. In november of 2014, the patient¿s pump felt funny, like it had moved around a lot, so the patient went in 2 days later. The patient was put on ms contin. The pump¿s critical alarm was due to go off in 3 weeks as of (B)(6) 2015. It was noted that the patient was due for a refill in (B)(6) 2015. It was unknown if the pump was empty but the patient had been in withdrawal since (B)(6) 2015. The patient was not hearing any kind of alarm. Additional information received reported that the patient found a new hcp to maintain the pump. No steps had been taken yet to resolve the ¿defective pump¿, pump flipping, or withdrawal symptoms. The pump was filled and the patient had another appointment scheduled. It was stated that the patient loved the pump and that it has given back 75% of lost mobility from pain. This was said to be a ¿small hiccup¿ from weight loss which the pump made possible to do. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received from the consumer reported that the patient had called back to say that she was having issues getting insurance to approve another surgery because the doctors did not have an exact diagnosis for why the surgery was needed. The patient reported intermittent withdrawal continued after pump replacement on (B)(6) 2014. Several dye studies were done. The only thing noted was that the dye seemed to travel slow. The hcp noted a lot of scar tissue was at a certain area of the catheter and thought that it may had been pushing on the catheter and causing the issue. The doctor did not want to ¿lie¿ on the paperwork to insurance, and so they would not cover it. The doctor said he could not say for sure, but that was the most reasonable explanation. The patient stated she had these intermittent withdrawal symptoms 2-3 times a week. She asked medication to be decreased; and they did, but then she had been that was not being covered. The pump was doing so well for her pain coverage before all of that she was able to become active and lost 180 pounds. She was then gaining weight because she was in so much pain and could barely walk. The patient was getting injections of morphine. She was no longer taking oral percocet because it clogged up her bowels and she couldn¿t have a bowel movement for 8-10 days at a time. The patient was awaiting insurance approval at that point to have the catheter replaced. No other new information was provided. The exact dates of the catheter dye studies were unknown. The patient still had morphine, but a reduced dose that was unknown. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that due to normal dosing and as expected the healthcare provider (hcp) pulled a lot of unused drug during refills. It was reported that the concentration (morphine 4 mg/ml at .9122 mg/day) was changed in order for the patient to utilize more medication and have less left in the pump. No further complications have been reported.